Event description:
Additional information received reported the patient's device was reprogrammed in the doctor's office. The patient left feeling stimulation and was instructed to follow-up with the office if her symptoms did not resolve. Information received (B)(6), 2012, reported the patient had given up after many adjustments. It was reported the patient's device was shut off.

Event description:
It was reported on (B)(6) 2011 that the patient never had therapeutic effect and that she only occasionally felt stimulation. The patient was concerned about turning the stimulation amplitude up too high. The patient was at 2.0 volts. The patient was previously unaware that she could increase her amplitude to a level of comfortable stimulation, even if it was 3 volts or more. It was planned that the patient was to attempt to increase the stimulation amplitude slowly over several days to see if the therapy improved. Additional information received on (B)(6) 2011 reported that the patient experienced a loss of therapeutic effect. The patient could not remember the difference in her symptoms between the time of the report and before her implant. The patient was slowly increasing the stimulation amplitude and experienced an increase in symptom control for 1-2 days after making the change. But, after day 3, she experienced a return of symptoms. After sitting for periods of time, the patient felt urge and experienced incontinence. No known accident or incident related to the event was reported. The patient's most previous reprogramming session was on (B)(6) 2011. It was planned that the patient was to monitor her symptoms, increase stimulation to comfort level, change programs, and if still not noticing improvement, to contact her physician to schedule a reprogramming session. Additional information received on (B)(6) 2011 reported that the patient was dissatisfied with the level of improvement despite a successful stage 1 implant. No known device issues were apparent. No abnormal impedances were measured. The device was functioning properly. Additional information received on (B)(6) 2012 reported that when the stimulation was on, the patient never had therapeutic effect. The patient was having strong urges and frequent urination. The patient had met with a manufacturer representative on (B)(6) 2012 for reprogramming. The reprogramming provided relief for about 4 days; after a week, the patient was 'back to square one.' The patient wanted to turn her implantable neurostimulator (ins) off and assess her symptoms to compare to those when stimulation was turned on. It was noted that the patient had been taking physician-ordered 10 mg oxybutynin daily. The patient felt the medication was helping because she had increased symptoms if she missed a dose. Patient outcome was not provided. If any additional information is received, it will be filed in a supplemental report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v596737, serial#: implanted: 2011 (B)(6), explanted: product type: lead, product ID: 3037, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient (B)(4).